Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound while using the lifevest equipment. Patient described that they attempted to remove the battery from the monitor and they hit their head with the equipment, causing their head to bleed. There was no alleged device malfunction contributing to the wound. There is no indication that the patient received medical intervention. Outcome of the wound is unknown as follow up attempts were unsuccessful.